Event description:
It was reported that a lead warning occurred for high and low impedances. It was noted that the patient works in a power plant and was working the day the lead warning occurred. At a follow-up, the lead impedance had increased from 600 ohms to around 1100 ohms, and the chronic lead trend showed impedance fluctuation. The patient also had eight high rate episodes, which were short and looked like noise. The patient stated that at times, he feels like he did before the implant of his device. Another follow-up visit three days later for trouble-shooting revealed that the impedance varied in bipolar with isometrics. In unipolar, there was little to no fluctuation. The lead was explanted and replaced. No patient complications were reported as a result of this event.